Event description:
A philips field service engineer (fse) reported that after he updated the flex cardio software, the nibp (non-invasive blood pressure) is failing to inflate. The device was not in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.